Manufacturer narrative:
Additional narrative: examination of the submitted device did not find any evidence of product failure. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. Dimensional and visual review was conducted on the returned sample and it was found to meet specification for dimensional and visual review. Review of the device history records did not reveal any anomalies. The investigation could not draw any conclusions about the root cause of the reported loosening. No evidence was found indicating product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address pain and instability. The tibial tray was found to be loose at the cement/implant interface. Depuy cement was used at the time of original implantation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.